Manufacturer narrative:
Results: the benchmark 6f 071 delivery catheter (benchmark) was fractured approximately 5.0 cm from the hub and kinked in multiple locations throughout its length. Conclusions: evaluation of the returned device confirmed that it was fractured near the hub. This damage may have occurred due to forceful handling of the proximal end of the benchmark during attachment of the rotating hemostasis valve (rhv). Further evaluation revealed kinks in multiple locations throughout the benchmark. This damage was likely incidental and may have occurred during packaging for return to penumbra. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
During preparation for a medical procedure, the physician noticed that the benchmark 6f 071 delivery catheter (benchmark) was broken at the hub when attempting to place the rotating hemostasis valve. The damaged benchmark was found prior to use and therefore, was not used in the procedure. The procedure was completed using a new benchmark.